Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, despite not observing resistance inserting the device, the device got stuck. A cut down was performed to remove the device. The use of prostyle devices and the pre-close technique were abandoned. Due to the issues with the prostyle device, the ablation procedure did not occur and a delay was reported. Hemostasis was achieved with manual compression. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.